Event description:
Approximately 2 year(s), 3 month(s) and 9 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced septic loosening. The patient with parkinson's history has fallen several times at home and presents as hyperalgesic. Also, at this follow-up it was noted that the subject fell several times several months ago, and arrives with functional impotence, very intense pain. The patient underwent a standard reverse revision with the reported removal of standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw / locking cap components. The outcome of this event remains continuing, and the case report form indicates the event is definitely not related to the device and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe humeral stem primary, press fit 13mm, 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: s354631, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 7131310, 320-01-42 - equinoxe reverse 42mm glenosphere: 6917361, 320-15-04 - rs glenoid plate r post aug, 8 deg, right: 7297333. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from component loosening caused by a suspected infection and/or the reported falls. However, this cannot be confirmed from the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.